Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called to report air bubbles in the tubing of the insulin pump. Customer stated that the drive support cap is protruded. It was also reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading ranged from 339-600+ mg/dl. Nothing further reported.